Manufacturer narrative:
Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 23mm valve in pulmonary position is being evaluated for a valve-in-valve procedure after an implant duration of 7 years, 11 months due to moderate stenosis. The patient presented with fatigue, decreased activity, and sob.

Manufacturer narrative:
The most likely cause is patient factors, including patient's age at time of implant and implant position. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11. Additional narrative. Updated b5, b7, and h6.

Event description:
It was reported that a patient with a 3300tfx 23mm valve in pulmonary position underwent a valve-in-valve procedure after an implant duration of eight (8) years, two (2) months due to moderate insufficiency and moderate stenosis. The patient presented with fatigue, and cyanosis. A 23mm s3 was implanted successfully. Per medical records, echo indicated moderate stenosis and moderate regurgitation, with unobstructed lvot and mild neo-aortic insufficiency. Severe pulmonary htn and severe right ventricular dysfunction was noted during the procedure. On pod#1 patient had a ppm placed.

Event description:
It was reported that a patient with a 3300tfx 23mm valve in pulmonary position underwent a valve-in-valve procedure after an implant duration of 7 years, 11 months due to moderate stenosis. The patient presented with fatigue, decreased activity, and sob. A 23mm s3 was implanted successfully.

Manufacturer narrative:
H10: additional narratives : updated b3, b5, and h6 per new information received.